Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Coumadin dose changed based on lab result. Customer tested with new strip lot (234130). Pt's therapeutic range = 2.0-3.0.